Event description:
It was reported that the lead exhibited <200 ohms impedance in both configurations. X-ray revealed that the lead was bent at the subclavian area. The pulse generator was programmed to vvi and the patient will be monitored.

Manufacturer narrative:
Final analysis found that there was physical damage due to subclavian crush.

Event description:
It was reported that the light turns off after a few minutes. Allegedly, there is no reading of brightness and there is no manual control over the bulb brightness. It is further reported that the bulb has less than 500 hours life.